Event description:
Customer reportedly received results of 250 mg/dl on inform system 1 and 104 mg/dl on inform system 2 within 10 minutes. No action was taken based on device results. The discrepant results were obtained at a hospital. No adverse event reported. L1 control was run and in range; l2 control was run and out of range. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product for this medwatch report is the comfort curve test strip used in system 1. Reference medwatch report with a1 patient, which was reported for suspect device used in system 2.